Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-balloon aortic valvuloplasty (bav) was performed. During deployment, the patient's blood pressure dropped. The valve was partially re-sheathed and fully re-deployed, however non-uniform expansion was observed. The stent frame was deformed. A post-bav was performed twice, however the valve shape remained the same. A second non-abbott valve was implanted valve-in-valve. The patient's hemodynamics improved. The patient status was stable. The user believed the patient's aortic annulus ellipticity and calcifications caused the non-uniform expansion of the valve.

Manufacturer narrative:
An event of incomplete stent opening was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incomplete stent opening could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-balloon aortic valvuloplasty (bav) was performed. During deployment, the patient's blood pressure dropped. The valve was partially re-sheathed and fully re-deployed, however non-uniform expansion was observed. The stent frame was deformed. A post-bav was performed twice, however the valve shape remained the same. A second non-abbott valve was implanted valve-in-valve. The patient's hemodynamics improved. The patient status was stable. The user believed the patient's aortic annulus ellipticity and calcifications caused the non-uniform expansion of the valve.